Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented remotely with episodes of far p-wave oversensing. Programming changes were recommended and were made. Patient was fine.